Event description:
It was reported that pump and catheter were replaced due to battery depletion and catheter tear. The battery depletion was normal. The distal catheter segment was found to be fractured at v-wing. The patient was hospitalized due to the event. The patient was doing well. There was no patient injury and patient recovered without sequela. The device was used to deliver gablofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis of the pump found no anomaly. The pump passed all non-destructive testing. No anomalies noted in pump logs.